Event description:
It was reported that the device reached eri. It was noted that the device was programmed with high right ventricle and left ventricle outputs and the patient had received multiple shocks due to ventricular tachycardia/ventricular fibrillation. The device was also programmed to a high lower rate post valve surgery. The device was returned and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device lasted 72% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.